Manufacturer narrative:
The reporter stated that the device was implanted in 2011 and the specific implant date was not available, therefore, the date (B)(6) 2011 was used as estimate. The reported patient symptoms are known risk associated with implants of these device as indicated in the instructions for use (IFU). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) replacement surgery due to recent urinary incontinence. During the procedure, it was noticed that the system was drained which led to a mechanical failure. All components were removed and replaced. No patient complications were reported.

Manufacturer narrative:
The reporter stated that the device was implanted in 2011 and the specific implant date was not available, therefore, the date (B)(6) 2011 was used as estimate. Upon receipt of this artificial urinary sphincter (aus) at our quality assurance laboratory, the returned components underwent a thorough analysis. The cuff and pump were visually examined and microscopically tested. No anomalies were found with both components and performed within specifications. The reservoir was visually examined and functionally tested. Scaling on the balloon shell was observed and two pinhole tears were identified during the leak test within the scaling. Based on the information available and analysis results, the tear identified in the balloon could have caused or contributed to the reported clinical observation of fluid leak.

Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) replacement surgery due to recent urinary incontinence. During the procedure, it was noticed that the system was drained which led to a mechanical failure. All components were removed and replaced. No patient complications were reported.